Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 283 mg/dl, 154 mg/dl, 96 mg/dl, 153 mg/dl, 121 mg/dl, 107 mg/dl, and 92 mg/dl. No adverse event reported. Strip container was discarded. Meter requested to be returned and meter and strips were replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Not possible to determine manufacture date without lot information. Product was discarded.